Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, the tip of the harmonic ace instrument suddenly broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup instrument. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 2 mm x 8.15 mm in size was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned. Components adjacent to this broken blade did not show damage.